Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels that ranged between 30-70 mg/dl; cause was due to being more active at school and miscalculating carbohydrate intake. Customer addressed bg by ingesting juice and food.